Event description:
It was reported that the customer had blood glucose levels of 410 mg/dl. Customer treated with manual injection. Customer declined troubleshooting, and requested that their insulin pump be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.